Event description:
This was a (B)(6) g4p1 with a history of cervical insufficiency, two prior pregnancy losses and 1 prior failed transvaginal mcdonald's cerclage at (B)(6) (only living child). She presented to care at approx (B)(6) pregnant. A history indicated mcdonald's cerclage was placed at (B)(6). She presented at (B)(6) with vaginal bleeding and was found to have a small laceration at the suture line due to painless cervical dilation from close to fingertip. Hemostasis was achieved with silver nitrate. At this point, there was concern that her cerclage would fail and she would lose the pregnancy. She was offered a cerclage pessary (MFR medgyn) as adjunctive therapy to her mcdonald's cerclage as there is evidence to suggest lower rates of pregnancy loss and ptb <34 weeks. This was placed at (B)(6). She remained asymptomatic without vaginal discharge, further bleeding, or pain. At (B)(6), she complained of 1 week of generalized malaise, body aches, chills and oral mucosa hyperemia. She was admitted for observation and found to have mild transaminitis and low grade temperatures (max 37.9). She had pain in her flank area and urine analysis suggested the possibility of a kidney infection and she was started on rocephin. Forty-eight hours later, her clinical situation worsened and she began having persistent fevers to 104. The pessary was removed at this point and antibiotics broadened out of concern for urosepsis. The next day, she continued to have high fevers and developed fundal tenderness and fetal tachycardia, concerning for chorioamnionitis. At this point, we proceeded with delivery ((B)(6)), no gross evidence of chorioamnionitis at delivery. After delivery, she continued to deteriorate. On pod#1 she developed septic shock and required vasopressors for blood pressure support. Her fevers continued despite broad-spectrum antibiotics. She continued to have fundal tenderness. A CT of her abdomen and pelvis was performed on pod#2 and showed complex fluid in the endometrium. Given the development of septic shock, the decision was made to proceed with total abdominal hysterectomy for source control and this was performed on pod#2. The uterus grossly appeared hypo-perfused and there was cloudy fluid in the endometrium that was concerning for pus. The adnexa appeared healthy and uninfected and were not removed. At this point, clindamycin was added out of concern for toxic shock syndrome. She continued to decline with high fevers to 104 persistently and progressed into multi-organ failure despite broad-spectrum antibiotics, plasmapheresis and multi-organ intensive support. No other etiology for her liver failure and subsequent multi-organ failure was found. Liver biopsy did not reveal a specific etiology but rather showed submassive necrosis with sparing of the periportal areas and macro and medium-size steatosis. Final uterine pathology showed no inflammation or infection. No culture ever grew out an organism, including blood culture, uterine culture, vaginal culture, amniotic fluid culture, urine culture. The pessary and cerclage were, unfortunately, not sent for culture. The pt eventually died from multi-organ failure. The baby did well, no evidence of infection or sepsis and was discharged home from the nicu. I am concerned that this represents the first case of toxic shock syndrome from a pessary used in pregnancy.